Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a pt had an issue with a chest drainage unit (cdu). The customer states that after 3 days of use on a pt, the drain tube was found detached from the root of cdu. The customer noticed that the pt had pneumothorax after being transferred for x-ray images. The customer reports that there was no strong tension given on the tubes, nor were the tubes ever pushed or pulled. The customer further reports that there seemed to be an adhesion problem with the tubes. Thoracic cavity drainage is in progress and the pt is recovering from the pneumothorax.